Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, crts (B)(4): information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they had their implant batteries replaced. The patient confirmed that they were replaced for normal battery depletion, but stated that one of the healthcare providers (hcp) found out that on "one of them the doctor found out the contact was open on lead zero." The patient reported that the hcp switched the control from lead zero to lead 1 so they didn't need to replace the lead. No patient symptoms were reported. No further patient complications have been reported as a result of this event.